Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to patient condition; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." Under warnings and precautions, number 2 states, "proper placement of the implant should take into consideration individual patient anatomy as well as surgeon preference. The surgical technique sets forth suggested guidelines for placement of the implant including inclination and anteversion." Number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2015 due to femoral stem fracture. During the procedure the modular head, femoral stem, and acetabular cup were removed and replaced.